Event description:
During a robotic cholecystectomy on (B)(6) 2023, the medium/large clip applier was reportedly failing to clasp after clip was fired. The clip applier was removed from field after the procedure and tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned. The instrument will be sent back to intuitive to request reimbursement for the remaining lives.